Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous subclavian vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient was fine.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous subclavian vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination found no issues with the tip or markerbands that could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis.